Event description:
It was reported that the external pulse generator (epg) was presented to the biomedical engineer (be) due to a self-test error. Of note, the battery had been removed from the epg. The be replaced the battery and the epg powered on without any issue. The be "forced" the error and then cleared it by removing and replacing the battery. The be will place the epg back into service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).